Event description:
The reported facility contacted mckesson to request assistance with an investigation into intermittent downtime of the horizon medical imaging (hmi) system for a specific workstation at the site. The site reported that a patient was kept under anesthesia 30 minutes longer than planned prior to th start of a surgical procedure. The workstation form the operating room was not able to connect to the hmi pacs system leading to images for the patient being unavailable. Someone from the radiology department retrieved the images on film from the radiology department. No patient being unavailable. Someone from the radiology department retrieved the images on film from the radiology department. No patient harm was reported.

Manufacturer narrative:
The reporting facility is multi-facility site. A satellite facility of the reporting facility needed a new workstation configured and mckesson support had inadvertently provided incorrect information during the configuration of the new workstation contained the incorrect user name and password for the new workstation at the satellite facility, the log-in information was for the reporting facility. When users log-in to the newly configured workstation and the log-on was authenticated, it brought down the hmi system at the reporting facility since the user name and password were used to log-in to another site. Both the facilities have confirmed to mckesson that they have resolved that they have resolved this issue by themselves by correcting the configuration.